Event description:
It was reported that the tip of the product broke off during soft tissue resection. It was further reported that the doctor removed the tip and continued the case. All lot numbers of the product were removed from the shelf.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.